Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731sc, serial (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8598a, serial (B)(4), implanted: (B)(6) 2007, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid 15 mg, dose not reported and bupivacaine 25 mg, dose not reported via an implantable pump. The indications for use were not reported. It was reported that the patient was here the day of the report after their pump was implanted in august and continues to have problems. Per the patient the physician would replace the catheter. There were no falls reported or other environmental, factors reported. This reporter did not know at this time what diagnostics or troubleshooting or the interventions take that were done prior to the revision on (B)(6) 2018. When in the or (operating room) the physician tried to aspirate the patient¿s existing catheter and was unable to. The physician then replaced the entire catheter. The existing catheter was abandoned and tied off in the pump pocket. After replacing the catheter, the physician then did a roller study of the pump and after the usual procedures the rollers did not turn. The physician then decided to change the pump as well. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2018-jan-25. It was reported that the device has not been returned to the manufacturer. The device will be placed in the mail as soon as the hospital is done with their internal analysis. The hospital does an internal analysis before returning it to the rep. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2018-jan-23. It was reported that according to t he patient, he did not have the same pain relief since the last revision in (B)(6). The only trouble shooting and diagnostics the rep was aware of is what was previously reported, and that is that the doctor attempted to aspirate the catheter from the catheter access port, catheter revision done, a roller study performed and unsuccessful, and the pump was replaced. The cause of the inability to aspirate the catheter was not determined. The cause rotors not turning during the rotor study was not determined. The patient¿s weight and pertinent medical history was unknown. The information was confirmed with the physician. There were no further complications reported/anticipated.

Manufacturer narrative:
The returned pump device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6)2007, product type catheter, product ID 8598a, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter; product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. If information is provided in the future, a supplemental report will be issued.